Event description:
It was reported that loss of capture and low sensing were observed on the right ventricular (rv) lead. Cardiac perforation was confirmed resulting in pain. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events were cardiac perforation, failure to capture, and sensing r-wave amplitude variation. As received, a complete lead was returned in one piece for analysis. The reported events of failure to capture and sensing r-wave amplitude variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damages. The lead was returned with the helix retracted and clogged with dried blood. X-ray examination found the inner coil over-torqued at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion of the lead, and applying torque directly to the inner coil, the helix could be extended/retracted, and helix extension length met specification. A tip stiffness test was performed, and the results were within specification.